Event description:
Patient reported "swelling and hardness, left one is hard to touch. Healthcare professional later reported left side capsular contracture baker grade IV and "seroma present around implant" confirmed via MRI." This relates to left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "swollen lymph nodes"

Event description:
Patient reported "swelling and hardness, left one is hard to touch. Patient later capsular contracture baker grade unknown. Patient later reported "swollen lymph nodes".this relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported experiencing ¿swelling and hardness¿ of the left breast. The patient underwent MRI which found capsular contracture (baker grade IV ). Patient later reported "seroma". Healthcare professional later confirmed "capsular contracture baker level IV and seroma". Device has been explanted and replaced with non abbvie device.

Event description:
Patient reported "swollen lymph nodes" was only found for the contralateral side and not on the left side. Healthcare professional later reported left side capsular contracture baker grade IV and "seroma present around implant" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Aware date in the parent record has been corrected to 10/jul/2023. Reason for reoperation: capsular contracture baker grade IV; "seroma present around implant."

Event description:
Device has been explanted.